Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04577. It was reported the patient was unable to increase the amplitude of the stimulation due to auto reduction. The patient was unable to receive any stimulation. Follow up identified the physician opted to replace both leads with two new leads (of the same model). It was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.